Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will not be returned to the manufacturer for evaluation. Investigation is in process. Once the investigation is complete, a supplemental report will be filed. Will not be returned for evaluation.

Event description:
It was reported that the customer received seven tourniquets that were leaking. The tourniquets were fully inflated and left alone for an hour; after the hour the tourniquets were significantly deflated with one end sealed. No adverse events were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
The device history record (DHR) for the 34 in. (86cm) single port single bladder disposable cuff with plc, part number 60707510600, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2019, it was reported from medline industries, inc. That three 34 in. (86cm) single port single bladder disposable cuffs with plc were leaking. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process